Event description:
Per this reporter, the patient had no symptoms of withdrawal. The patient was hearing a critical alarm that was sounding approximately every 10 minutes. The eri (elective replacement indicator) was 11 months at the last refill visit. On (B)(6) 2014, a referral was made for replacement. It was unknown how long the pump was stalled or if there was more than one motor stall as the telemetry was done at the emergency room (ER) and this reporter did not have it. The pump was delivering the lioresal brand of baclofen.

Event description:
Additional information later received reported the pump was explanted and replaced on (B)(6) 2014. The pump would not be returned to the manufacturer for analysis as the pump was discarded by the healthcare provider. The patient status at the time of the report was indicated as alive, no injury.

Event description:
The patient reported hearing an alarm that started at 7pm the night prior to this report. The patient was experiencing withdrawal. The patient was in the hospital. The pump motor was stalled and had not recovered. The patient had not had an MRI and there was no known emi. The device system was delivering baclofen. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).